Event description:
Consumer called to report concerns on the accuracy of her meter. Readings are erratic in a short period of time. Analysis run on clark error grid using mean avg. Readings (187) as reference point vs. Bd readings (399, 125, 36) yielded some data points in the c/e range of the grid, outside acceptalbe limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.